Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc breast implant and experienced unilateral deflation on the left breast implant. The deflation was diagnosed by the healthcare professional by the physical examination on (B)(6) 2018. As a result, the patient had undergone removal and replacement with a saline mentor breast implant 375cc on (B)(6) 2018. The patient was in a stable condition after the surgery.

Manufacturer narrative:
On 04/21/2018, it was reported to mentor that the device history record ( DHR) of lot number 7286587 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/02/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the posterior aspect. Leak testing was performed in accordance with mentor procedures and revealed two leakage sites; rent a measuring approximately 0.4 cm and rent b measuring approximately 0.2 cm, both discovered within the siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).